Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Rapid rotation of the ligator handle can contribute to premature band deployment. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. The instructions for use direct the user: "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment." Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. Premature deployment can occur while winding the trigger cord. The instructions for use caution the user under system preparation: "with handle in two way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Premature band deployment can also occur if the endoscope working channel was compromised. The instructions for use caution the user: ¿it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty.¿ the instructions for use also caution the user: ¿use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure.¿ another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. As a precaution the instructions for use state: "band ligation may not be effective when applied to small varices." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation procedure, the physician used a cook 6 shooter saeed multi-band ligator. Some of the bands fired while going through the endoscope. The bands were retrieved and another device was used for the procedure. The following additional information was received on 03/27/2017 per phone call with the cook area representative: the bands were prematurely fired while the handle was in the two way position. The bands were not retrieved, they were left to pass naturally.